Event description:
There was an allegation of error messages and questionable results from coaguchek xs meter serial number (B)(6). At 7:30 am, the result from the meter was 4.1 inr. About an hour later, the result from a laboratory using an unknown reagent was 2.1 inr. The therapeutic range was 2.5-3.5 inr and the testing frequency was every 2 weeks.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. The test strips were not returned. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the date and time were not set correctly. The patient mentioned receiving error 5 and error 6 "in the past." A review of the meter error log revealed error 5. Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. Generally, this is caused by wrong handling, or by meter contamination. Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. A review of the meter error log revealed error 6. Error 6 is triggered if a wet test strip was used, or the strip was already used before and reinserted. Per product labeling for error 6: the test strip was touched or removed during the test. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation was patient/consumer.